Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet with a dexcom g7, after announcing a meal and suspecting that insulin delivery from the announcement did not occur, with no reported pump alarms or infusion set leaks, and later reported a bent needle; the user declined an infusion set change and opted for a manual insulin injection with temporary pump disconnection, and a blood glucose questionnaire was completed. Symptoms included high blood glucose. Outcomes included no reported hospitalization or long-term sequelae. Investigation included complaint handling with troubleshooting and user education. Investigation of this case revealed an unclear cause of hyperglycemia with a potential infusion set or cannula issue given the bent needle report, without device alarms or confirmed delivery interruption. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.